Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect compressor assembly (scroll pump) for investigation. An investigation was performed and duplicated the reported event. The root cause of the reported issue was due to a material issue on the erasable programmable read-only memory (eprom) chip, which caused the eprom and compressor printed circuit board assembly (pcba) to fail. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect compressor assembly is available for analysis and a return goods authorization (rga) has been issued. At this time, carefusion has received the suspect compressor but the evaluation is still in progress. The completed investigation will be included in a follow-up report.

Event description:
The customer reported a compressor failing to cycle on intermittently on this avea ventilator. The customer stated no patient involvement with this event.